Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. The pt has a history of severe chronic obstructive pulmonary disease. It was reported that the bifurcated stent graft was deployed too low, and an aortic cuff was placed to ensure an adequate seal. The implant procedure was reported to be uneventful. Post-procedure, it was reported that the pt developed gastrointestinal bleeding and went into respiratory failure. The pt expired approx 10 days post-implant. The physician reports that the pt's death was due to complications from the surgical procedure and the anesthesia, and was not caused by the stent graft.